Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition and migration due to lead dislodgement. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.